Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while reaming for lag screw, the reamer tip broke off. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Visual inspection of the returned product noted the reamer is fractured and a portion of it was not returned, confirming the complaint. Also noted the reamer head is extremely dull and worn and the shaft exhibits wear marks. The hardness is within spec. The dullness and wear identified on the cutting flutes will lead to additional stress on the instrument during use and could contribute to the reported failure. The device was in the field for approximately 71/2 years. A review of the device history record identified no deviations or anomalies during manufacturing. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.